Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A referenced report was received and stated that the customer reported via phone call indicating that they had a massive infection which cause the blood glucose level to climb over 600 mg/dl. They went to the hospital and was admitted from (B)(6) 2017 to (B)(6) 2017, at which point they were asked to remove the insulin pump and to not resume use until further notice. A follow up call was made to the customer and a voice mail was left advising the customer to call back to provide further details of the incident. The device was not returned for analysis.